Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the radiolucent drive mark device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that heat was not noted. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the input shaft was damaged which could cause overheating. A visual and functional assessment was performed on the device which found that the pre-repair diagnostic assessment was unable to be completed due to a damaged input shaft. It was further observed that the device would not engage properly with the tool or quick coupling. During repair, it was determined that the input shaft was damaged and there was an unknown substance on other components. It was determined that the issues were consistent with normal wear.

Manufacturer narrative:
The UDI has been updated accordingly. The device serial number was inadvertently entered in the lot number field in the initial report. The serial number has been updated. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.